Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patient was not receiving effective therapy and ipg was no longer able to charge as the ipg was not used for two months and now found inoperable. Surgical intervention is planned at a later date.

Event description:
Additional information received indicated that patient underwent surgical intervention, wherein the entire system was explanted.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.